Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400mg/dl. Customer stated that they treated high blood glucose with insulin injections. Troubleshooting was not performed due to customer not using insulin pump. The customer was advised to revert to back-up plan per health care professional's instructions. The product will not be returned for analysis.